Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found poor recharge quality message. No anomalies were visually observed. Rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). It was reported that pt's controller sometimes says "device not found" when trying to recharge their ins since probably 2 months ago. Pt believed they needed a replacement controller. Pt noted they received a replacement controller in 2020 because their controller would go black. Troubleshooting was unable to be performed as the pt didn't have their recharger antenna (rtm) to troubleshoot because they were at work. Patient services specialist (pss) suggested the pt call back with their external equipment for troubleshooting. Pt called back. Pt commented they had been getting messages over the past couple of months. Pt stated they had "new" information for today's call. Pt described when they went to recharge their neurostimulator (ins) battery day before yesterday (night before last) the "loop" was really warm enough they had to remove it from their back. Pss understood the pt was referring to the recharging antenna (rtm). Pt said when they took it off the wire where it connects to the loop was "red hot" which burned them. Pt clarified there were no physical injuries/burns/blisters/ marks that they could see left on skin/tissue. Pt explained they were able to push the wire back in in order to recharge ins. Pt did detect some color change on the area of the cord where it was hot. Pt added in the past when they were having issues with it not finding the device if they were able to get it connected and say it was recharging after playing with it forever it would not tell them if it was good or excellent. Pss understood pt was referring to the recharge quality. No symptoms were reported. A replacement recharger was sent out.